Manufacturer narrative:
Upon receipt of the affected devices, it was noted that smith and nephew products were used with zimmer products. Smith and nephew does not have any clinical data to support the use of competitor products with smith and nephew products. We recommend using smith and nephew products with approved devices. The actual femoral stem referenced in this report was found to be within specification.

Event description:
It was reported that a revision surgery was performed due to implant fracturing.